Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.50x20mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter was engaged in the left main coronary artery and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.0x12 non-bsc balloon catheter and the residual stenosis was at 40%. A 2.50x24mm promus element drug eluting stent was then advanced for treatment; however, the stent could not cross the lesion. When the device was withdrawn and dilatation was performed again with 2.5x12 non-bsc balloon catheter, it was noted that the stent struts were damaged. The procedure was completed with post-dilatation of a 3.00x23 non-bsc stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: promus element ,ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.50x20mm, concentric, de novo target lesion with a significant bend of >=90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter was engaged in the left main coronary artery and a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.0x12 non-bsc balloon catheter and the residual stenosis was at 40%. A 2.50x24mm promus element drug eluting stent was then advanced for treatment; however, the stent could not cross the lesion. When the device was withdrawn and dilatation was performed again with 2.5x12 non-bsc balloon catheter, it was noted that the stent struts were damaged. The procedure was completed with post-dilatation of a 3.00x23 non-bsc stent. There were no patient complications reported and the patient was stable.